Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's father contacted dexcom on 07/18/2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient had a hard abscess, under the skin, between the size of a nickel and quarter. On (B)(6) 2016, the patient was seen by a physician who advised that they were not concerned about the infection, as it was most likely an abscess under the skin, cause by the sensor wire. Patient's father reported that the sensor wire appeared to be intact when the sensor pod was removed from the patient's body. No treatment was used on the patient's reaction. At the time of contact, the patient was in good condition. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.